Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have mine removed') in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal wire embedded within the proximal aspect of fallopian tube') in a 31-year-old female patient who had essure (batch no. 626871-not valid) inserted for female sterilisation. The patient's medical history included pelvic pain and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform,). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2009 to (B)(6) 2008. Left: 2 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: confirmed post essure tubal occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal. Lot number reported (626871) is not valid. Most recent follow-up information incorporated above includes: on 20-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal wire embedded within the proximal aspect of fallopian tube') in a 31-year-old female patient who had essure (batch no. 626871) inserted for female sterilisation. The patient's medical history included pelvic pain and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform,). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2009 to (B)(6) 2008. Left: 2 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: confirmed post essure tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal. Lot number: 626871. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient age, medical history, lab data, product indication, lot number, removal date, rcc added. Product insertion date updated. Event: medical device removal updated to event: metal wire embedded within the proximal aspect of fallopian tube. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have mine removed') in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.